Event description:
It was reported to philips that the c-arm rotation movement was getting stuck. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement was not possible during x-ray exposure. Review of the system log file showed "soft collision detected" message. During troubleshooting, fse found problem with c-arm motor. Fse replaced c-arc motor and performed calibration. After replacement of c-arc motor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.